Event description:
The wbc count is not available for this event.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, e.1, h.6 and h.10. Investigation: a review of the certificate of compliance shows that this lot met all acceptance criteria for release. As the reported adverse event did not relate to activities associated with the manufacture of this lot, further review of the DHR was not performed for this complaint record. Multiple photographs were submitted in lieu of the disposable to aid in the investigation. Analysis of the photos show the platelet product with obvious red cell contamination. Additional photos show the mini pinch clamps were assembled correctly and were in the closed positions, however the plasma line running through the mini pinch clamp was askew and was not completely occluded. Root cause: based on the investigation findings, the cause of the rbc contamination in the platelet product was improperly closed mini pinch clamp. Correction: due to the covid-19 pandemic, site visitations for service and training are limited. As such, the re- training could not be performed. No further correction is recommended for this specific reported incident.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. Per the customer, the operator complaint that after adding the pas the platelets concentrates turn pink . She tell that she closed all the clamps. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. The wbc count is not available, at this time.